Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following the implant procedure, the patient was hospitalized for drainage and possible repair of the pericardial sac. The location of perforation could not be confirmed, therefore, it could not be confirmed which lead was involved with the perforation. The right ventricular (rv) lead and right atrial (ra) lead were both functioning normally post repair. Both leads remain in use. No further patient complications have been reported as a result of this event.